Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the receiver log confirmed a hardware error code. The customer complaint was confirmed, and the root cause was determined to be a hardware component failure.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, only the backlight was displaying on the receiver screen. No additional patient or event information is available.